Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the tube extension was cracked at the distal end. No pieces were missing but the cracked piece was found bent away from the proximal clevis interface. The clevis was not dislodged from the tube extension. The evidence was inconclusive, but the tube extension likely cracked due to excessive side loading or other type of misuse. The instrument passed electrical continuity testing. Engineering also observed insulation damage on the distal end of the main tube. Material was missing. The surface of the main tube appeared to be scraped off with deep scratches. The evidence was inconclusive, but the damage to the main tube may have been due to misuse/mishandling. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the main tube was damaged , which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing the da vinci si monopolar curved scissors (mcs) instrument orange sheath was noted to be cracking and peeling. No patient harm, adverse outcome or injury was reported.